Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the guidewire was attempted to be removed from the left ventricular (lv) lead but was unsuccessful. A new lv lead was used to resolve the event. The patient was stable with no consequences.